Manufacturer narrative:
Surgery date is an estimate.

Event description:
It was reported that due to a mechanical malfunction the patient had his inflatable penile prosthesis (ipp) explanted. It was explained that the surgeon pumped the pump, but nothing happened. The surgeon can feel and hear fluid passing through the pump. On ultrasound at the surgeons office indicated a full reservoir. No patient complications were reported and only device performance issues were noted. The ipp was implanted in 2017 and worked well until (B)(6) 2019.

Event description:
It was reported that due to a mechanical malfunction the patient was going to have his inflatable penile prosthesis (ipp) explanted on a future date. It was explained that the surgeon pumped the pump, but nothing happened. The surgeon can feel and hear fluid passing through the pump. On ultrasound at the surgeons office indicated a full balloon. After the physician thought the patient may need surgery to correct the issues with the device, the physician was able to troubleshoot the device by squeezing the sides of the oblong portion, and then pushing the deflation button for 2-4 seconds then giving the pump bulb a quick hard squeeze. The patient no longer requires a revision surgery. No patient complications were reported. Device now works as expected.